Event description:
A malfunction was reported by the distributor rubin medical ab for a pump with the malfunction code 16-0x20e6. The pump, which was still under warranty, required replacement, but no information was provided regarding the impact on the customer's blood glucose level. The customer was informed about the need for a pump replacement, and instructions were given for returning the defective pump to tandem using a pre-paid label and return box. A replacement pump with a specific serial number was provided, though details about the customer's backup therapy were not shared.